Manufacturer narrative:
(B)(4).the device has been received at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The faciltiy representative contacted baxter to report a colleague infusion pump in which the ink was wearing off of the programming buttons. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The software version is currently unknown for this device.no additional information is available.